Event description:
It was reported that the customer had a crack on the screen of the insulin pump. The customer's blood glucose level is 300 mg/dl. Customer states he is not able to see the screen, due to the cracked screen. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.